Event description:
Per the clinic, open circuits were noted on 8 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on march 01, 2024.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 18, 2024.

Manufacturer narrative:
Device analysis report attached.